Event description:
Clinic reports that heparin free pt's treatment was initiated per protocol. When the dialyzer was turned with the venous end up, the bloodleak alarm went off. Venous line was clamped, blood pump turned off. Hematest was positive. The dialyzer lines and dialyzer were changed. Treatment was reinitiated with an f70nr dry pack without further incident eb1 150cc. H and h performed showed hbg 11.8 vs 12.2 on 9/28/99. MDR filed due to bloodloss only, no medical intenvention was required.